Manufacturer narrative:
(B)(4).additional information will be provided once the investigation has been completed.

Event description:
It was reported protective coding black 90 s cruise began burning off and began chipping away once it was noticed there was debre past the cavity, trialling just the cruises, were using crossfire 2 with it

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and the distal end of the insulation is damaged. It was observed the heat shrink was torn exposing some part of the lumen. The probable root cause/s of the heat shrink got damage and melted could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported protective coding black 90 s cruise began buring off and began chipping away once it was noticed there was debre past the cavity, trialling just the cruises, were using crossfire 2 with it